Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient recently had a thoracic CT scan. CT exam did not show fusion at t2/3, t9/10 and t11/12 post surgery. The patient's screws and hardware sting and burn with pain all the time. Screws and hardware are "predominant". Patient states that two non-absorbed sutures are poking out and painful a year after surgery. The one at the top of the incision, near the neck, has sharp bump that stings and the hip graft area that aches and stings. (1st one was surgically removed when it poked out and grew bigger). The patient has been tested for lymes disease. Patient inquired whether infections on hardware were detectable. Patient commented that the methotrexate in the patient's system could possibly interfere with the accuracy of test results.